Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a nurse call test step during testing. The device's interface board was replaced to resolve the issue. Additionally, an internal battery not charging error code was found in the device's error log. The power management board was replaced to resolve the issue. Also, the o2 front enclose was replaced as well as the trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter, detachable battery, internal battery, motor blower assembly, and stirring fan foam to prevent failure. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a nurse call test step during testing. The device's interface board was replaced to resolve the issue. Additionally, an internal battery not charging error code was found in the device's error log. The power management board was replaced to resolve the issue. The power management board was sent to the product investigation lab (pil) for further testing/investigation. Pil visually inspected the suspect power management board and did not detect any visual defects. With the temporary installation of the suspected power management board into the trilogy test unit and during operation, the product investigation lab (pil) tech could not duplicate e-246 "err_not_charging_int_li_ion info_alarm" from service. However, the suspect power management board failed test step 0040.0250 at trilogy posttest station. Pil has determined that the underlying issue of test failure at pil is due to stray current paths, suspect power management board sending current to someplace it does not belong. The interface board was sent to the product investigation lab (pil) for further testing/investigation. Pil visually inspected the suspect interface board and did not detect any hardware defects. Technician was unable to reproduce the failing posttest results from service. Q1 and rl1 which are the transistor and relay that control the operation/state of the nurse call functions, do function properly during alarm and non-alarm conditions of the suspect interface board. Both were operating correctly. Pil tech verified the correct outputs at the j2 nurse call connector during alarm and not alarm conditions. In addition, the suspect interface board passes nurse call testing at the trilogy posttest station at the pil. Pil tech verified that the suspect interface board operates as designed.